Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire was kinked/bent likely due to handling. Firm coil of the delivery wire was damaged and the delivery wire was broken/fractured at firm coil- wire junction. In addition the main coil was found kinked. Functional test could be not performed on the returned device. In the case of this complaint, it was reported that friction was encountered between the target coil and an sl 10 microcatheter during the procedure. The returned coil was found kinked and the delivery wire was damaged and broken. These defects are consistent with an excessive force being used during withdrawal of the device from the catheter, after unsuccessful advancement. The reported friction was most likely due to some procedural factors encountered during use, leading to the analysed defects. Based on the investigation results and available information an assignable cause of procedural factors will be assigned to the analyzed damages and the break.

Event description:
Analysis of the device revealed that the coil delivery wire was broke. No clinical consequences were reported to the patient.